Event description:
Reporter alleges pt's biopsy on 10/19/93 showed a nodular mass in the upper breast and a pathology report showed cystic granulometous mastitis compatible with silicone breast implant reaction or fat necrosis. In 2/94 more nodular masses were found in the right upper breast and a mammogram on 5/16/96 read possible leak of free silicone on the right near the area of palpaple nodules. Report also alleges no illness or symptoms related to silicone implants; however, upon removal bothe implants were found to be ruptured.